Manufacturer narrative:
Concomitant medical products: date in initial medwatch report should be corrected to 28-mar-2019. Claim#: (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned with liquid in a lens vial. Visual inspection found: lens haptic is torn, torn piece of haptic is missing. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +19.5 was returned damaged, though "opened not used" was recorded on the box. Attempts to obtain additional information have not been successful.